Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepant results of a patient with erytype s abd+rev.a1, b on tango optimo. The patient was tested rh(d) positive on tango optimo, but a hospital tested the very same patient as being rh(d) negative. Furthermore the customer reported that the patient sample was retested in an external laboratory and the rh(d) positive result was confirmed. The customer has neither returned the supposedly defective product nor the patient sample that had caused the discrepant result. Testing of the retained erytype s abd+rev.a1,b sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant results of a patient with erytype s abd+rev.a1, b on tango optimo. The patient was tested rh(d) positive on tango optimo, but a hospital tested the very same patient as being rh(d) negative. Furthermore the customer reported that the patient sample was retested in an external laboratory and the rh(d) positive result was confirmed. The customer passed information on this confirmed test result to bio-rad and wanted to cancel his complaint. But since our internal complaint process had already been triggered, our quality control laboratory still investigated into this now cancelled complaint. The customer has neither returned the supposedly defective product nor the patient sample that had caused the discrepant result. Our quality control laboratory tested the retained sample with different rh(d) positive and negative red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.